Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2004, the pt was implanted with gore excluder aaa endoprosthesis contralateral leg component. On (B)(6) 2007, the pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component. Multiple attempts to obtain further info on this event have been made by gore, however, as of (B)(6), 2011, no further info on this pt has been provided to gore.